Event description:
It was reported that the left ventricular lead was explanted and replaced due to changes in capture threshold values. No further information was available.

Manufacturer narrative:
Correction: (B)(4).

Event description:
It was reported that the left ventricular lead was explanted and replaced due to changes in capture threshold values. The patient experienced diaphragmatic stimulation due to the increased capture thresholds. No further information was available.